Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device on the floor was received some sort of flow alert but wasn't sure exactly which alert. During functional testing flow rate (fr) was 1.4, inlet pressure (ip) was -1.7, circulation pump command (cpc) was 100 percentage and failed circulation pump. Stated that they would like a quote for 2000-hour service. System hours were 3130, pump hours were 2627.

Event description:
It was reported that the arctic sun device on the floor was received some sort of flow alert but wasn't sure exactly which alert. During functional testing flow rate (fr) was 1.4, inlet pressure (ip) was -1.7, circulation pump command (cpc) was 100 percentage and failed circulation pump. Stated that they would like a quote for 2000-hour service. System hours were 3130, pump hours were 2627. Per follow up information received via mail on 12feb2024, the device was sent to biomed, but the low flow error would not clear, device has been shipped to bd evaluation center. There was no patient impact reported since the second arctic sun device was brought in to finish the therapy. Complete reboot was attempted twice to clear the error, both times unsuccessful. Per sample evaluation results on 21feb2024, it was reported that the flow meter lot number aj with lot number 4023 needed to replaced due to a wire that broke free from the connector during reassembly. Completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
0the reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the unit was primed to fill, low flow, air leaks and cpc was at 100% due to a faulty circulation pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections:the actual/suspected device was inspected.